Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected watchdog timeout, external ram crc error alarm or unexpected restart alarm, reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call alarm issues. The customer's blood glucose was 152mg/dl at the time of call. Trouble shooting was performed and found this is the second occurrence of unexpected restart and external ram crc error alarms. Customer stated experienced a high of 315mg/dl and treated with manual injection and declined trouble shooting for high blood glucose. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.